Event description:
It was reported that the right ventricular lead dislodged within one month post the initial implant procedure. The lead was explanted and replaced. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Add'l device: 5076 implantable pacing lead (B)(6) 2012. (B)(4).

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the full lead was returned analyzed and no anomalies were found. It was noted that there was blood in the distal electrode and there was blood in the proximal conductor (not obstructed). The helix was cleaned in preparation for helix extension/retraction and length testing. Extension/retraction and length testing were performed on the helix and all results, including electrical testing, were within specified parameters. The blood on the proximal conductor most likely entered though the is-1 pin. No outer insulation breach was observed.